Manufacturer narrative:
(B)(4): this event was initially determined to not be reportable based on initial report and findings. However, evaluation of the nonconforming component led to the decision to report. (B)(4)

Event description:
"At 10hz, 10watts setting, there was no measured output energy reading from the on-board detector." This information is documented as reported to trimedyne, inc. Upon evaluation of the nonconforming part, the measured output reading from the detector was found to be intermittent and erratic at various laser settings.